Manufacturer narrative:
Follow up on 09/08/2016 indicated that with the most recent upload, all past data shows up accordingly and the current basal graph reflects data up until the time of the upload on (B)(6) 2016. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was data missing on the customer's t:connect data management system account. The customer stated that the basal graph on the therapy timeline for (B)(6) 2016 did not show the full day of basal therapy that was received. After a review of t:connect data, customer technical support (cts) confirmed via the log book that at 12:23pm, the basal rate started at 0.4 units per hour, but the graph reflected that there was no continuation of the yellow line that indicates basal delivery.